Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) was high. Bg was corrected via a manual injection. The customer continued to use the pump for insulin therapy. Upon follow up, it was reported the issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.